Event description:
It was reported that the pcu stated the medication infused however the pump module did not infuse anything. There was patient involvement however outcome is unknown.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? And manufacturer narrative: annex a: a1801, annex b: b01, annex c: c23, annex d: d11, annex g: g04037, g04067. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of under infusion was confirmed during testing. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. All parts inspected were manufactured by bd. A review of the received pcu and pump module error logs showed that two air in line errors were recorded around 2:54 pm. However, an analysis of the provided data was performed, which coincided with a date of september 12, 2025. No anomalies were found in the reviewed logs. Reviewing the error logs and battery logs does not show any information relevant to the reported issue. A timed rated accuracy test was performed; the pump module was programmed with a test infusion at the recorded rate in the logs of 376 ml/hr for 1 hour. The test results measured the actual rate at 362.16 ml/h (-3.68% error) once the result was observed, a rate calibration task was performed in asm 12.3v which the test result showed that the pump module needed to be calibrated. It could be observed that infusion was carried out at a lower percentage than the tolerable error. Bd alaris system user manual (v12.1): do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris tm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366). The device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note that this report lists imdrf annex a1801, c23, d11, g04037, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu stated the medication infused however the pump module did not infuse anything. There was patient involvement however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.